Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue "smoke coming from wrist area". The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was also found to have a broken conductor wire at the weld. The instrument failed electrical continuity test. Furthermore, there was no material missing from the instrument. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, the customer noted "smoke" at the wrist of the permanent cautery hook instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr confirmed that arcing had occurred but was uncertain if anything broke off and fell inside the patient. The procedure was completed using a another instrument without any patient harm.